Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "pump failed downstream (distal) occlusion sensor test. Values are: 22.09 psi & 24.63 psi." Was unable to be reproduced. The device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream current reading out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test at values 22. 09 psi &. 24. 63 psi. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.